Event description:
It was reported that motor rate error event occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on lower right front corner on top of case, also cracked on battery door. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2008. Combination of motor bracket, worm coupling, delrin washer, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced cracked right plunger case, top case, and bottom case. Replace cracked top case and both plunger cases. Replaced battery, worm coupling, worm gear, stepper motor, lead screw, and both clutches due to normal wear. Added missing cable guard. Performed functional test and occlusion test which device passed. UDI information is unknown.